Manufacturer narrative:
Field advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. These ipg serial numbers were included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-12647. Note the patient received two lead from the same lot. It was reported the patient has lost over 70 pounds. The ipg is now protruding causing the area to be uncomfortable and it gets caught on his clothing. The patient also reported the stimulation is causing irritation that lasts for up to two weeks following use of the stimulator. Surgical intervention is planned to address the issue.